Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5092199.

Event description:
It was reported that the patient had pain at the ipg pocket site and that the device did not provide adequate pain relief. All components were explanted and will not be returned. The patient was doing well postoperatively.